Manufacturer narrative:
The devices were not returned for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Per engineering, these devices are not intended/meant to interface/interact with each other across systems. Drill guide part number pl-2196 is only in systems used with the drill part number ms-d35, and it is not included in the small fragment set. The drill and drill guide that are present in the small fragment set are part numbers 80-2503 and 80-2517 respectively. The diameter of the 3.5 cannula in the part number pl-2196 drill guide is the same as the part number 80-2503 drill, and therefore, the 80-2503 drill would not fit. The drill guides (pl-2196 and 80-2517) are not intended to be compatible across systems. This information was communicated to the customer. The root cause is traced to the user.

Event description:
It was reported the surgeon was attempting to complete a procedure using the 3.5 mm drill (part number 80-2503) from the small fragment set. They were unable to locate the appropriate drill guide from the small fragment set (part number 80-2517), so the surgeon opted to open the lems set and use drill guide part number pl-2196 from the lems set which is a similarly marked guide for 2.8 and 3.5 mm drills. The drill and guide did not interface appropriately, and the surgeon was unable to use the drill guide in the procedure. It was reported the surgeon was able to complete the procedure; however, information regarding any patient effects was not available and attempts to obtain this information were made to no avail. This report is related to report numbers 3025141-2023-00024 and 3025141-2023-00025 for the other devices involved in this event.